Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2015 and the patient was discharged home. Post ablation the patient returned to the emergency department on (B)(6) 2015. It is unknown what the patient symptoms were. The physician performed a hysterectomy. The pathologist then "opened up the uterus it looked like there was a mass of dead tissue with greenish material around it they suspect had been irritating the uterus". On (B)(6) 2015, it was reported the patient has "endometrial necrosis" and is doing well.